Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional procedure. Reportedly, after the plunger was depressed, the sheath shot out of the device. The sheath was not attempted to be split. The release mechanism was used; however, instead of removing the device, the plunger was depressed again in the attempt to see if that would work. The device was ultimately removed and hemostasis was achieved via manual arterial compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose connection was not confirmed. The reported thumb advancer issue was confirmed. It was reported that after the release mechanism was used, the plunger was depressed again. It should be noted that the electronic starclose instructions for use (IFU), notes to remove the device after manually collapsing the locator wings using the safety release. The IFU deviation would not have contributed to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information to the initially filed report was received: there was resistance advancing the thumb advancer as the sheath was splitting different than normal. The sheath was attempted to be split; however, it split on the outside of the sheath, not the type of split that is normally seen when the thumb advancer is pushed down; therefore, splitting was stopped. No additional information was provided.